Manufacturer narrative:
The svc rep checked system operation and rebooted several times. No issues noted. System functioning as intended.

Event description:
The customer reported the workstation was not booting. No pt injury was reported.